Manufacturer narrative:
A specific root cause could not be identified as the patient sample was not available for further testing. Additional information for further investigation was requested but was not provided. As the provided calibration and qc data was acceptable, a reagent issue was not suspected.

Event description:
The customer received questionable estradiol ii results for one patient who was an egg donor. The donor was on novolon drug treatment for 21 days which was stopped on (B)(6) 2014. As a result of novolon withdrawal, the donor was expected to have very low levels of all hormones. The estradiol result on (B)(6) 2014 was 684.1 pg/ml. The doctor was not satisfied with the result and the sample was repeated within a few hours of first result. The repeat result was 740.7 pg/ml. On the doctors' advice, a second sample was taken from the same patient on (B)(6) 2014 and the estradiol result was 812.4 pg/ml. After the sample was taken for testing but before the result was communicated to the doctor, one dose of follicle-stimulating hormone (fsh) was given. No further information was provided. Due to these results, the donor was rejected and the fsh stimulation cancelled. The lab sent the second sample to another lab, where it was tested on a competitor instrument (chemiluminescence) on (B)(6) 2014. The result was 117 pg/ml which was acceptable to the doctor. The assay was recalibrated and qc tested which was within range. The second sample was repeated on (B)(6) 2014 and the result was 737.6 pg/ml. The patient was not harmed by any action taken. The reagent lot number was 173677 and the expiration date was 09/29/2014.

Manufacturer narrative:
Additional information was provided stating the one dose of follicle- stimulating hormone (fsh) was actually given to the patient prior to the generation of the initial estradiol result of 684.1 pg/ml. The second sample which generated the estradiol result of 812.4 pg/ml was actually taken from the patient on (B)(6) 2014.

Manufacturer narrative:
This event occurred in (B)(6).